Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. During the procedure, the physician reported that the scope's elevator produced a reflection that made the image quality very poor. The procedure was successfully completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 10/01/2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 10/05/2023. Block h6: imdrf code a090208 is capturing the reportable event of poor-quality image. Block h9 (correction/removal reporting #) on october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes. Block h10: the returned device was visually inspected. No evidence of any damage or defect was observed on the shaft or tip of the device. The tip of the device was visually analyzed, and no issues were observed with the lens, elevator or working channel and irrigation lumen exits. The device image was tested by plugging the umbilicus connector into a controller and a live, clear image was displayed. No functional issues were identified involving the scope elevator, knobs or thumb lever on the handle. During insufflation testing, a guidewire was inserted into the tubing and an obstruction was detected. The obstruction was pushed out of the way and the guidewire was able to exit the distal end of the scope. Insufflation was tested again and air flow was restored. Three cycles of irrigation and insufflation were repeated; no image issues were noted. The scope was submerged in a beaker of water and insufflated to agitate; no image issues were observed. After fluidics testing, the image remained clear and the lens was inspected after fluidics testing; no fogging or fluid ingress into the lens assembly was observed. The insufflation tubing was removed from the catheter and an unknown material obstruction was found; potentially procedural residue which had back flowed up the device during use. The reported complaint was not confirmed. However, on october 3, 2023, boston scientific issued a product removal notice (97090504-fa) for certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. Although product analysis did not confirm a fluid ingress event, the device batch number was determined to be within scope of the product removal notice. With all the available information, boston scientific concludes the probable cause of the reported event was determined to be cause traced to device design, which indicates that the problems were traced to the imager design change. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: block d9 device available for evaluation was corrected to yes. Block h7 if remedial act init, type was corrected to recall. Block h9 correction/removal reporting number was added.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block h6: imdrf code a090208 is capturing the reportable event of poor-quality image.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. During the procedure, the physician reported that the scope's elevator produced a reflection that made the image quality very poor. The procedure was successfully completed. There were no patient complications reported as a result of this event.